Event description:
This is an amendment to a previously filed MDR. On (B)(6) 2025, ii was confirmed that the explanted osm ipg had been scrapped by the hospital. Therefore, a full product evaluation of the device will not be possible. There remains no evidence to suggest the ipg was malfunctioning at the time of explant.

Event description:
On (B)(6) 2024, an explant procedure took place for a patient who had been implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) over a year ago. The procedure was performed at the behest of the patient's electrophysiologist (ep), who replaced the patient's osm ipg with a cardiac resynchronization therapy pacemaker (crt-p) device. The patient's ep chose to remove the patient's osm ipg because they believed the patient's increasing cognitive challenges would preclude their ability to keep their osm ipg charged. The explanted ipg has not yet been received by impulse dynamics USA but is expected to be received, decontaminated, and evaluated in the coming weeks. There is no evidence to suggest the ipg was malfunctioning at the time of explant.